Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent high blood glucose events overnight despite infusion set changes, with logs showing multiple meal announcements followed by additional announcements about two hours later; the agent advised that this meal-announcement pattern could interfere with the corrective algorithm and recommended consultation with the healthcare provider regarding meal announcement practices and a possible factory reset. Symptoms included no reported clinical symptoms during the event. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included review of synced device reports and completion of a blood glucose questionnaire while the glucose was 256 mg/dl, with high glucose lasting approximately four hours and device high alerts occurring. Investigation of this case revealed hyperglycemia with cause unclear, with user behavior related to repeated meal announcements identified as a possible contributor; no device component malfunction was identified based on available data. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.